Event description:
A baxter engineer reported a pump with failure code 570:320. This occurred during bio-med testing. There was no patient injury or medical intervention necessary according tot the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 25, 2007. Evaluation summary:the reported condition of failure code 570:320 was confirmed. The device was evaluated at the customer's site in 2007. Inspection of the device on this date found that this failure code was caused by depleted batteries that were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.